Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other') in an adult female patient who had essure (batch no. D01968) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify-no". The patient's medical history included obesity, shortness of breath, pneumonia, paratubal cyst, appendectomy and parity 5 (2006, 2009, 2011, 2012 and (B)(6) 2014). Concurrent conditions included cholecystectomy. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage ("gen. Abnorm. Bleed"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhoea"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), dyspareunia ("dyspareunia"), bladder disorder ("bladder probs"), fatigue ("fatigue,"), alopecia ("hair loss,"), headache ("headaches,"), nausea ("nausea,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder infection"), urinary tract disorder ("urinary problems"), migraine ("migraines / headaches") and muscle spasms ("spasming") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the perforation, genital haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain, pelvic pain, back pain, metrorrhagia, iron deficiency anaemia, psychological trauma, dyspareunia, bladder disorder, fatigue, alopecia, hormone level abnormal, headache, nausea, weight increased, vaginal haemorrhage, cystitis, urinary tract disorder, migraine and muscle spasms outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, muscle spasms, nausea, pelvic pain, perforation, psychological trauma, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure implant date on (B)(6) 2014 and (B)(6) 2014. Traili ng coils: r-0; l-2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.4 kg/sqm. Most recent follow-up information incorporated above includes: on 5-mar-2020: plaintiff fact sheet received. Events per pfs: abnormal bleeding (vaginal), bladder infection, urinary problems, migraines / headaches, spasming,lot number and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other') in an adult female patient who had essure (batch no. D01968) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify-no". The patient's medical history included obesity, shortness of breath, pneumonia, paratubal cyst, appendectomy and parity 5 (2006, 2009, 2011, 2012 and (B)(6) 2014). Concurrent conditions included cholecystectomy. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage ("gen. Abnorm. Bleed"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhoea"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), dyspareunia ("dyspareunia"), bladder disorder ("bladder probs"), fatigue ("fatigue,"), alopecia ("hair loss,"), headache ("headaches,"), nausea ("nausea,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("bladder infection"), urinary tract disorder ("urinary problems"), migraine ("migraines / headaches") and muscle spasms ("spasming") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the perforation, genital haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain, pelvic pain, back pain, metrorrhagia, iron deficiency anaemia, psychological trauma, dyspareunia, bladder disorder, fatigue, alopecia, hormone level abnormal, headache, nausea, weight increased, vaginal haemorrhage, cystitis, urinary tract disorder, migraine and muscle spasms outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, migraine, muscle spasms, nausea, pelvic pain, perforation, psychological trauma, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in essure implant date (B)(6) 2014 and (B)(6) 2014. Trailing coils: r-0. L-2. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.4 kg/sqm. Lot number: d01968. Manufacturing date: 2014-08-21. Expiration date: 2017-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other'), genital haemorrhage ('gen. Abnorm. Bleed') and menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify-no". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhoea"), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia"), iron deficiency anaemia ("anemia"), psychological trauma ("psych injury"), dyspareunia ("dyspareunia"), bladder disorder ("bladder probs"), fatigue ("fatigue,"), alopecia ("hair loss,"), headache ("headaches,") and nausea ("nausea,") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the perforation, genital haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain, pelvic pain, back pain, metrorrhagia, iron deficiency anaemia, psychological trauma, dyspareunia, bladder disorder, fatigue, alopecia, hormone level abnormal, headache, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, iron deficiency anaemia, menorrhagia, metrorrhagia, nausea, pelvic pain, perforation, psychological trauma and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received : case upgraded to incident. Unspecified event "injury to herself" was updated to more specific events : abdominal pain, pelvic pain, device monitoring procedure not performed, psychological trauma, genital bleeding, dysmenorrhea (cramping),dyspareunia, back pain, menorrhagia (heavy menstrual bleeding), metrorrhagia (bleeding b/w periods),anemia, perforation, bladder disorder, fatigue, hair loss, hormonal changes, headaches, nausea, weight gain. Patient demographic added, essure insertion date updated , essure indication updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.